Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal and distal damage. The first 4 proximal struts were damaged and the first most distal strut was stretched distally. The outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 3.00 x 24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 3.00 x 24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.